Event description:
During an ICD implant procedure, the pt was put into v-fib; when an attempt was made to deliver a shock the device did not respond when the shock buttons were pressed. Defibrillation electrodes had been attached to the pt prior to the shock attempt. The reporter stated both the shock buttons were pressed and nothing happened. The staff re-seated all connections and checked the adapter. The shock was again attempted with the same result. A back up device was obtained the same defibrillation electrodes were used and a successful shock was delivered to the pt. The reporter stated there were no adverse affects to the pt as a result of device operation.